Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e315) with no display. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error and no display was due to a corroded circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flex video scope had a blockage, clogged, etc.. And had an obstruction of flow, due to a poorly defecated patient. There were no reports of patient harm.